Event description:
Additional information was received. It was reported that the patient expired due to hypoxic respiratory failure. The investigator assessment states that the event was not related to the study device or study procedure. An autopsy was performed. The stent grafts were not explanted. Description of circumstances surrounding subject death: community acquired pneumonia from suspected gram negative bacteria. Acute decompensation of fiastolic congestive heart failure, severe chronic obstructive pulmonary disease with bilateral pleural effusions.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (other disease related). Conclusion: device failure/lack of effectiveness related to patient condition (other disease related).

Event description:
A talent stent graft was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient passed away (exact date not reported). The device was explanted. Details of cause or date of death are unknown. No further details have been obtained.

Event description:
An update was received stating the cause of death was updated to pulmonary complications (respiratory depression or failure).

Manufacturer narrative:
Date of death is unknown. Results: death, conversion to open repair, cause of event is unknown, lack of information. Conclusions: cause of event is unknown, lack of information.